Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that the device fully inflated upon initial activation. No wound drainage was obtained. The device was removed and exchanged for a new device. No adverse patient consequence was reported.